Event description:
Pt with known esophageal web and pseudodiverticulum underwent attempted upper endoscopy. With the first intubation of the scope. The operator encountered a bifurcation which was thought to be trachea. Scope was withdrawn. The same anatomy was encountered on the second attempt at intubation. The pt had received versed for the procedure and became extremely combative which may have precipitated the esophageal tear. Pt underwent an exploratory thoracotomy and repair of intramural esophageal perforation. This scope was used prior to and after this event with no harm to pt.